Manufacturer narrative:
Additional information was received. The patient¿s native annulus measured 379.2mm2, with a minimum diameter of 20.2mm and a maximum diameter of 24.0mm. The sinus of valsalva measured 27.1mm and the sinotubular junction measured 26.1mm. The information does not change the results of the investigation.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the cause for the annular rupture was bulky calcium at the annulus down to the lvot and an oval shaped native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during inflation of a 26mm sapien 3 valve in the aortic position, the patient¿s aortic valve ring ruptured down to the lvot. The patient was converted to open surgery, the valve was removed and a surgical valve was placed. However, the patient was severely compromised and expired after 3 hours. As per medical opinion, the annular rupture were perceived to be caused by bulky calcium at the annulus down to the lvot and an oval shaped native annulus. 2cc less than nominal inflation volume was used to deploy the valve.